Event description:
It was reported that there was particulate matter found inside the reservoir of a half day infusor. This observation was made after compounding with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14j006 was manufactured between september 30, 2014 to october 3, 2014. The device was received for evaluation. A visual inspection on the device (via the naked eye) noted a solid white particle approximately 0.30 mm in length, floating in the fluid pathway of the reservoir. The particle was identified to be silicone rubber material via fourier transform infrared spectroscopy (ft-ir) scanning. The reported condition was verified, though no cause could be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.